Manufacturer narrative:
The cobas 4000 c311 system serial number was (B)(6). The field service engineer found electrical issues related to grounding and ups (universal power supply). It was found that the customer was using expired reagents for several tests. Product labeling advises not to use reagents past the stated expiration dates. The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas 4000 c311 system. The initial result was 276 ug/dl and the first repeat result was 279 ug/dl. On (B)(6) 2024, the second repeat result was 135 ug/dl.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation did not identify a specific cause of the event. The issue appeared to be resolved by the service actions.